Event description:
Caller reported air bubbles in the tandem mobi cartridge during pumping. There was no adverse impact on the customer's blood glucose level. Customer primed the tubing to address the issue.